Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient's onetouch verioiq meter powered off during use. The complaint was classified based on the customer care advocate (cca) documentation. The reporter alleged that the meter started powering off during use on (B)(6) 2016. The patient manages his diabetes with insulin (self-adjuster). The reporter indicated that 1 week prior to the start of the alleged issue, the patient had "felt [his] sugar was low" and he was "dizzy". The reporter also indicated that to treat his symptoms, the patient was "given a snack to increase [his] blood sugar" by a non-hcp. At the time of troubleshooting, the cca noted that the meter was not being used for the first time. Based on the information provided, there had been no trauma or misuse of the product and the meter's battery did not need to be replaced. The cca educated the patient on the meter's behavior and auto-shutoff function, but the issue remained unresolved. Replacement products were sent to the patient. In conclusion, there is no indication that the subject meter caused or contributed to a serious injury and the symptoms the patient experienced were prior to the start of the alleged issue. However, this complaint is being reported as a malfunction because the alleged power issue remained unresolved at the time of troubleshooting.